Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a buttons were harder to press. The customer¿s blood glucose level was unknown at the time of the incident. The customer stated that insulin pump had unexpected restart alarm. The customer was able to successfully clear the alarm. The customer was unable to complete insulin pump rewound. Customer stated that they did not received alarm after battery change. The customer was advised to monitor the insulin pump. The insulin pump will not be returned for analysis.